Manufacturer narrative:
(B)(6). Correction/removal report number: 3010291427-07/14/22-002-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an unexplained infection (panophthalmitis) after undergoing an unspecified procedure in the eye surgery ward. The cause of the infection was unknown. It was not reported if the patient was hospitalized for the event. Treatment and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.